Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the selective his bundle pacing was in regards to the threshold value at implant.

Manufacturer narrative:
Concomitant medical products: lnq11 cardiac monitor, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an under-sensed premature ventricular contraction (pvc) noted on the presenting electrograms (egm). It was also reported there were small r waves measured on the right ventricular (rv) lead. It was noted there was selective his bundle pacing. The lead remains in use. No patient complications have been reported as a result of this event.